Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime or prime or compromised force sensor system and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to perform the unexpected restart. A cold reset was performed error, occlusion and excessive no delivery test due to motor error alarm.

Event description:
It was reported that the insulin pump had a motor error alarm. The customer¿s blood glucose level was 15-20 mmol/l and 16.3 mmol/l. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.